Event description:
On 12/06/2005, I underwent a right total hip arthroplasty. I received a depuy srom hip system using a 16 x 11, 36+6 lateral offset stem, a 36 mm +3 neck length cobalt head ball, a pinnacle sector 2 cup size 52 mm and a neutral offset metal liner. Soon after surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my right thigh and right hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. I have difficulty sleeping because of the implant and difficulty lifting my right leg off the ground in order to go up stairs or get into a vehicle. Date of use: (B)(6) 2005 to present. Diagnosis or reason for use: right hip osteoarthritis.